Event description:
The customer reported the 23 gauge laser probe sheath was moving and it was not attached to the connector. The surgeon replaced this probe with a 20 gauge laser probe, because the 20 gauge was the only one available. The surgeon had to make a second incision in the sclera (he didn't want to enlarge his first incision). No further info expected. There was no pt harm.

Manufacturer narrative:
The 23 gauge laser probe will be sent for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary, when additional reportable info becomes available.